Event description:
During surgery, patient sustained a peri-prosthetic fracture

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.